Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up successfully after battery installation. No unexpected failed batt test alarms noted. Unit was successfully downloaded using thus software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, sleep current measurement, active current measurement test, force sensor test, displacement accuracy, occlusion test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review no relevant alarms on call date confirm the customers high bgs allegations. Adapt shows that two failed batt test alarms were recorded on 05/22/2024 at 13:56:07.000 and at 13:57:33 hour. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range. Unit tested successfully. No battery related alerts or no delivery alarms were noted during testing. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was also received with cracked keypad overlay at select button, keypad overlay texture damage and scratched case. In conclusion, customer concerns were not confirmed. Unable to confirm customers alleged concern of high bgs and failed batt alarms. Unit powered on successfully after battery installation and no relevant alarms noted in download history review. Testing of the unit was successful and unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer failed battery test and was not able to give bolus. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. Troubleshooting was partially performed. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-332a.